Event description:
Patient with chronic renal insufficiency secondary to polycystic kidney disease admitted with fever and chills at the time of dialysis.patient diagnosed with coagulase-negative staphylococcus septicemia, presumed to be from dialysis catheter. Hypotension related to sepsis. Also found to have intraabdominal abscess. Treated with antibiotics for infection. The patient did well.